Manufacturer narrative:
Continuation of medical devices: ddmb1d4 ICD implanted: (B)(6) 2017; 5867 adaptor implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered for pacing impedance spikes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.